Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® sst¿ tube there was poor barrier separation of the sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "bd microtainer sst tubes were not separating serum after being spun down. 10 units of lot 2066859 were tried and all showed the same error."

Event description:
It was reported when using the bd microtainer® sst¿ tube there was poor barrier separation of the sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "bd microtainer sst tubes were not separating serum after being spun down. 10 units of lot 2066859 were tried and all showed the same error."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Bd was unable to confirm the customer¿s indicated failure mode, poor barrier, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations after clinical testing of both complaint lot (retains) and control samples were demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.